Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2019, leica biosystems received a complaint that a tissue sample was lost because the doctor was cutting without the blade in the leica cryostat instrument. No further information regarding a diagnosis or possible rebiopsy was provided. If additional information becomes available a follow up report will be submitted.